Manufacturer narrative:
Follow-up # 1 date of submission 10/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was found to be intact. There was evidence of moisture contamination observed inside the battery compartment and on the underside of battery cap. The battery cap was able to tighten securely to the pump. The battery cap measurements were within specifications. During testing, a leak test was performed with no leaks observed. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no evidence of moisture ingress or damage to the power circuit was found. The complaint of a power issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.